Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and post-lumbar laminectomy syndrome. The patient reported that they no longer have their pump. The pump was removed 2 years ago; it wasn't helping. The patient ended up with a large hematoma when the pump was explanted. It took 3 months to heal after hematoma removal. The drug being delivered, other medications the patient was taking at the time of the event, the patient's pertinent medical history, diagnostics related to the hematoma, interventions related to the hematoma and troubleshooting related to the lack of therapeutic effect not reported.further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.